Event description:
A report was received that the patient was experiencing discomfort at the ipg site due to the ipg wearing through the skin. No skin breakage was noted. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.